Manufacturer narrative:
The reported event the ipg issued a ¿replace generator ¿message when queried with external devices was confirmed. As received, the ipg displayed the ¿replace generator error¿. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided. When the device declares eol, the ability to program the device and stimulation therapy is inhibited. The root cause of the reported observation was due to the device having normal battery depletion to the end of life.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient programmer was giving an error message when attempting to connect to the implantable pulse generator. The error message stated that the device needs to be replaced due to battery depletion. A surgical intervention is anticipated in the near future. No further information is available at this time.

Event description:
New information received states that the implantable pulse generator (ipg) was explanted and a new ipg was implanted. There were no complications during the procedure. Patient was stable.